Manufacturer narrative:
Health effect - impact code" from "2645 - no patient involvement" to "2199 - no health consequences or impact". This report is being supplemented to provide additional information based on further follow-up with the user facility, the device evaluation and the legal manufacturer's final investigation. During further follow-up with the user facility it was reported that there was a 10 minute delay in the procedure due to the reported issue. There was no reported patient harm due to the event. The subject device was returned and evaluated where the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the charged coupled device unit was broken by applying physical stress to insertion section during user handling. It caused black screen, leading to delay of procedure. The user may detect the event by handling the device in accordance with the following IFU: "inspection of the endoscopic image" the user may reduce/prevent occurrence of the event by handling the device in accordance with the following IFU" "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the bronchovideoscope exhibited a black image with noise and b30 error code. There were no reports of patient involvement.